Manufacturer narrative:
Pt info has not been provided at this time. Device manufacture date is not known at this time.

Event description:
It was reported that a pt received an esophageal tear during a pulmonary vein insolation procedure. A ge vivid-I and 6t-rs tee probe were reportedly in use during the procedure. The pt received stitches and was in the ICU (intensive care unit) following the event. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted once investigation results are available.